Event description:
It was reported that during a follow-up, fluoroscopy revealed suspected externalized conductors. The patient continued with follow-up visits until the competitor device reached eri. The lead also showed signs of progressively worsening r-wave sensing. The lead was capped and replaced. The patient was discharged in stable condition with no complaints.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.